Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI --(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline with siphonguard was revised due to blockage at the ruby ball. The valve was implanted to the patient via vp-shunt and doi and initial setting were unknown. There was no report of symptoms for the patient associated to this event. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed and the valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number was provided. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.